Event description:
Device moved from intended location. Since the 510k number was missing in the initial report, it has concluded in an update that is provided in this follow-up report.

Manufacturer narrative:
Since the 510k number was missing in the initial report, it has concluded in an update that is provided in this follow-up report.

Event description:
Device moved from intended location.